Event description:
We have had some miss fires. The short biopince was set at 2.3 cm, but acquired 3.3cm samples (two times). It fired normally once. This has happened in the past, but I was not 100% convinced that it was not my imagination. So, I recommend having at least a 3.4cm distal safety zone when firing the gun¿.¿.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
We have had some miss fires. The short biopince was set at 2.3 cm, but acquired 3.3cm samples (two times). It fired normally once. This has happened in the past, but I was not 100% convinced that it was not my imagination. So, I recommend having at least a 3.4cm distal safety zone when firing the gun¿.¿.